Manufacturer narrative:
Despite multiple attempts, this left ventricular (lv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a post-implant follow-up, this left ventricular (lv) lead exhibited high out of range pacing impedance measurements of 2500 ohms in multiple configurations. An echo performed showed the lv lead had perforated the patient. Surgical intervention was performed and the lv lead was explanted. No additional adverse patient effects were reported. It was observed that this lv lead had been implanted after its use before date.